Manufacturer narrative:
Additional information: date of event.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of no power was verified. The event log was unable to be downloaded. The circuit board will be replaced in service. Use testing was performed. The problem source is the faulty circuit board.

Event description:
Information was received that the cadd legacy pump had no power. No reported adverse effects.